Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm low suspend and calibration error. Customer's blood glucose was 120 mg/dl. The customer stated the pump will stop delivering insulin because it will hit 60 mg/dl and keep going down to 40 mg/dl. The customer had issue with four sensors. The customer stated that he was getting calibrations error. The customer was explained the calibration error. The customer was advised that we are replacing transmitter and sending 3 sensors.